Event description:
Product was working until a red light appeared. The battery was changed, but the product still failed to cut or coagulate tissue. The device was taken out of service and replaced.what was the original intended procedure?unknown.